Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was treated and released. Customer's blood glucose reading at the time of the emergency room visit was 570 mg/dl. Customer stated that he is a brittle diabetic and the infusion set that he is using may not be the correct one because, he had bent cannulas. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.